Event description:
It was reported that an impactor pad fractured while the surgeon was impacting the femoral trial. There was no patient impact. There is no additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the device was found to be fractured. Not all pieces of the device were returned. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in zrm_wa_0507_19, which indicates overload failure or low cycle fatigue culminating in the overload failure. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.